Event description:
I used the relivion mg-migrane device as directed, and it caused severe eye itchiness and irritation that lasted at a severe level for several days before slowly improving. An employee, (B)(6), advised that I use the device at a lower setting, but I decided not to continue using it due to the severe side effect.